Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line) alarm occurred on a home choice (hc) device during the initial drain. The patient was connected at the time of the alarm. The caregiver (cg) had already cleared the alarm. The technical service representative (tsr) explained the alarm and advised the caller to start therapy over with new supplies. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention reported. No additional information is available.